Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, the handpiece was dissassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investiation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap. Colon procedure, the device displayed an error code 5. The handpiece was replaced and the case was completed without any pt consequence.